Event description:
As pt was being revised to address a periprosthetic fracture caused by a fall, poly wear of the liner and osteolysis were found.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since its release for distribution. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after nearly 11 yrs implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.